Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/30/2025, the patient almost passed out. The cgm was reading 183 mg/dl and the blood glucose reading was 32 mg/dl. The patient´s husband treated the patient with glucose tablet and glucagon, and put a towel behind her neck. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6: relevant tests/laboratory data: additional . H2 type of follow up: correction/additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient almost passed out. The cgm was reading 183 mg/dl and the blood glucose reading was 32 mg/dl. The husband treated the patient with glucagon. She then proceeded to eat yogurt and put a towel behind her neck because she felt dizzy and clammy. After treatment the patient¿s bg was 115 mg/dl, and the cgm was 176 mg/dl and rising. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values after treatment fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.